Manufacturer narrative:
Service visited the site on (B)(4) 2011 and the field service engineer (fse) noted a drip on the mc sample probe wash collar. The fse replaced the syringe t-valve. The fse ran blank tubes with caps on the instrument and found the cap piercer flooding and not draining. The fse removed a clot in the drain line and verified the waste line was draining properly. The fse described the clot as material from the wick. The fse verified repair per established procedures. The root cause of the cap piercer issue was the clogged drain line. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported that cap piercer blade wash continued to leak onto tube caps on unicel dxc 800 pro synchron clinical system. (The customer's previous report of related event on (B)(6) 2011 is captured in MDR #2050012-2011-03845.) The customer stated no patient samples were run. Msds was not reviewed, but the facility has an exposure control plan. Medical attention was not sought and there was no effect to patient or user.